Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that post-op, the patient experienced an asymptomatic stroke/cerebral infarction, distal embolism at the target blood vessel area. The patient was undergoing surgery for treatment of a saccular, left side c3 cavernous sinus aneurysm. It was reported that the patient experienced an asymptomatic stroke/cerebral infarction, distal embolism at the target blood vessel area. It was noted as not serious and the patient recovered with a confirmation date of (B)(6) 2016. Treatment included aspirin and other antiplatelet drugs due to clopidogrel insensitivity syndrome. A causal relationship with the equipment/procedure could not be denied.